Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Upon recapture, the wds became kinked and it was difficult to pull into the was. The procedure was completed with a different device and no patient complications were reported.